Manufacturer narrative:
Continuation of d10: product ID: 4fc12 (0012267493); product type: 0629-flexcath sheath; product ID: afapro28 (37181); product type: 0624-arctic front catheter; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure dropped significantly when the right lower pulmonary vein was frozen. Cardiac tamponade was confirmed via echocardiography, leading to the interruption of the surgery. The patient, who had a rare rh-negative blood type referred to as "panda blood," underwent pericardiocentesis and was subsequently admitted to the critical care unit for observation. The procedure was aborted, although some ablation was possible. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient data file showed 7 applications were performed using a catheter identified as an afapro28 with lot number 37181. The patient data file didn't show any system notice on the reported date of the event. The failure file has not been received. Attached image showed balloon catheter, sheath and a mapping catheter on the floor. In conclusion, the reported clinical issue (cardiac tamponade) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and was not observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.